Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (210 service code) has been confirmed. Upon investigation the monitor displayed a service code 210 and was unable to complete functional testing. The cause was due to damaged u1004 and u1005 components on the pca board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 210 (unable to communicate).